Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data:

Event description:
The customer reported they have a child, (B)(6), male, (B)(6), with persistent pulmonary hypertension of the newborn in the nicu. She reports that a nurse has been struggling since sunday, (B)(6), to get a pulse oximetry reading. The nurse reports that it comes and goes, with the stars going up and down on the ge monitor. They have tried moving the sensor, disconnecting and reconnecting; making sure sensor is lined up correctly. They have also tried multiple sensors which seem to work for a while then stop working. Monitoring was done simultaneously on both the ge b850 monitor and ge tram due to the patient¿s clinical condition. The nurse repositioned the pre- and post- ductal lncs sensors multiple times after initially working for a brief time. For the pre-ductal site with the lncs neo sensor, they first started with the (r) hand, then (r) wrist, then (r) fingers [emitter/detector over one finger with sensor tape wrapped around both]. For the post-ductal site, they had the lncs neo sensor on the (l) hand, then (l) foot, then (l) toes [again with the emitter/detector lined up over one toe, but wrapped around two]. Each time the sensor was applied, a posey was over the sensor site to block ambient light. This patient is also on max sensitivity. After some frustration, the nurse received some lnop ge cables with lnop inf sensors and simultaneously placed the sensors on the lateral aspect of the (r) hand for a pre-ductal reading and lateral aspect of the (l) foot for a post-ductal reading. Emitter and photodetector are lined up properly. They reported not having any issues with the lnop sensors since. The nurse reports good readings were able to be obtained when wrapped around the two toes/fingers. Accompanied by (B)(6), (B)(6) who was the masimo clinical specialist at the hospital site, spoke with the nurse and nicu clinical nurse specialist - ann grippe, on tuesday, march 28th, about proper sensor placement, including not recommending wrapping neo sensor around the two digits. It was also mentioned that although the sensor¿s emitter and photodetector of the lnop inf sensors are lined up over one another, they were informed that the lateral aspect of the foot/hand is also recommended for this patient. When asked by masimo clinical specialist, the nurse and nurse manager declined to place the lncs sensors back on the patient at this time due to the severity of the patient and perceived mistrust of the lncs sensors. No patient impact or consequences reported.